Manufacturer narrative:
RMA issued. Replacement open spine clamp shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that the open spine clamp attached to either side of the returned spine frame easily. The threads are not damaged. No problem found. Fully functional - did not cause the event.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon was unable to properly seat the spine clamp and frame on the patient; the driver was not seating the screw properly. It was stated that the problem was a result of the threads of the two components being stripped. Replacement instruments were used to continue the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.